Manufacturer narrative:
The referenced inner sheath will not be returned to olympus for evaluation as the user facility discarded the device following the (B)(6) 2018 procedure. The cause of the reported event could not be conclusively determined. However, the instruction manual provides warning to mitigate the risk of injury which states, ¿ impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged.¿

Event description:
Olympus was informed that on (B)(6) 2018, the patient initially underwent a therapeutic bladder neck contracture procedure. The intended procedure was completed using the same equipment. There was no patient injury reported. On (B)(6) 2018, during a follow-up diagnostic cystoscopy, two ceramic tip pieces of the inner sheath were observed in the patient's bladder. One piece was extracted using forceps and the second piece could not be extracted during the diagnostic procedure. The second piece is scheduled to be removed in (B)(6) 2018. The patient is reportedly doing fine.